Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient reported they experienced a shock from the device. The patient's device is a pacemaker and shock therapy is not available. In addition, there were no events stored in the device that correlated to the shock. The physician will continue to monitor the patient and the device. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received that this device was replaced due to normal battery depletion. This device was returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Resets in memory erased any battery status set while implanted. The battery was too weak for the device to complete a lead impedance test. The pacing output pulses in both right atrial (ra) lead and right ventricular (rv) lead appeared normal. The pacemaker case was removed. Battery voltage measured was right on the edge of being too low to fully support all functions. All measured current drains were normal. Pacemakers are not capable of delivering shocks. The pacemaker operated normally. No problem was detected.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient reported they experienced a shock from the device. The patient's device is a pacemaker and shock therapy is not available. In addition, there were no events stored in the device that correlated to the shock. The physician will continue to monitor the patient and the device. This pacemaker and ra lead remain in service. No adverse patient effects were reported.